Event description:
It was reported that when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes exhibited poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes exhibited poor barrier separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Complaints for sample quality were not under statistical control for the month of september 2025, however, additional testing could not be performed as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.